Event description:
(B)(4). I have bad stomach pain and my knee hurt and my hip go out every other week and I am some much pain and I have to use a heat pad every month when my period comes on. And dont like feeling like this.